Event description:
An ocd technician observed imprecise performance verifier results during an amon precision test. Biased results of the direction and magnitude observed, could lead to inappropriate physician action. No biased results were reported. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation identified the incubator evaporation caps as the source of the imprecision. Results of precision testing performed using a new set of incubator evacuation caps were acceptable. The root cause of the biased control results was instrument related.